Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention and will continue to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), 04/2014 - reuse. Electrode belt (B)(4), 04/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was outdoors at the time of the event. The pt was conscious and driving his tractor at the time of the event. A review of the downloaded data confirms that the pt pressed the response buttons but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt did not seek medical attention and will continue to wear the lifevest.